Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014 inratio 2.1 (trainer's meter middle finger) repeat inratio 1.5 (patient self tester's meter, ring finger) repeat inratio 2.5 (patient self tester's meter, re-poke of ring finger) 3rd repeat inratio 1.6 (patient self tester's meter, re-poke of middle finger) time between all tests was a few minutes. Patient's therapeutic range unknown. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.